Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a telemetry issue and was unable to interrogate device. During the device replacement procedure both the right atrial (ra) lead and right ventricular (rv) lead impedance's were low. A different device was used but still the impedance's were low. Polarity was changed from bipolar to unipolar which resulted in acceptable impedance's. The ipg was implanted and leads remain in use. No patient complications have been reported as a result of this event.